Event description:
The pt was revised due to loosening of the tibial tray, osteolysis present, no poly wear.

Manufacturer narrative:
Eval was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the reported product lot number. The investigation could not verify or draw any conclusions about the root cause of the reported component loosening and osteolysis. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be reopened.